Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the report, a female patient had a mesh implant during a laparoscopic ventral mesh rectopexy/sacrocolpopexy procedure. Reportedly the patient was unable to defecate postoperatively and was referred to a continence nurse to learn about daily rectal washouts. It is then reported that the patient bent down to pick up an object and felt extreme pain and spasm in her perineum. Reportedly the pain was constant, making it difficult to walk, and it spread from the deep pelvis to the coccyx, bilateral groin areas, and vaginal labia. The patient reports she went for private consultation and was diagnosed with pelvic organ prolapse and underwent an exploratory surgery. The surgeon reportedly confirmed that the mesh had torn away from the coccyx, rolled, and was buried in the vaginal wall. The surgeon reportedly removed some of the mesh, but was unable to remove it all. It is reported 2 years after the operation, the patient passed mesh through a bowel movement. This was reportedly confirmed as a foreign body by the hospital. The patient reports she cannot walk without a bad limp, she is in constant pain ¿ taking morphine 60 mg and amitriptyline daily, her mobility is very slow and cautious, she is unable to work ¿ which resulted in reduced income, and she is being treated for depression. Reportedly all that the patient has endured, it has resulted in loss of health and well-being. Details of the operation are unknown, no medical or operative reports were provided. Additional attempts of requesting follow up information have been requested. No additional updates or clarification of information has been received as of this date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient had a mesh implanted in 2010. Postoperative the patient could not defecate and the doctor referred the patient to a continence nurse to learn about daily rectal washouts. In 2012 the patient bent down to pick up an object on the floor and felt extreme pain and spasm in the perineum. The pain was constant and the patient had extreme difficulty walking. In time, the pain spread from the deep pelvis to the right inguinal area. The patient had severe pain in the coccyx, left thigh, and vaginal labia. After a private consultation with a pelvic floor consultant the patient was diagnosed with pelvic organ prolapse. The patient underwent exploratory surgery where it was confirmed that the mesh had torn away from the coccyx, rolled itself up, and buried itself in the vaginal wall. The doctor removed some of the mesh but could not remove it all. Two years later, the patient passed mesh through the back passage. The patient lives in constant pain and along with amitriptyline line the patient takes 60mg of morphine daily. The patient cannot walk without a bad limp and mobility is very slow and cautious for unplanned movements that can result in severe pain and spasm. Due to the pain the patient has had to drastically reduce work which resulted in reduced income. The patient is being treated for depression, which resulted in loss of health and well-being.